Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call to state that the right button on the insulin pump is not responding. Customer was laying on the ground and accidently laid on the pump, when he got up, he could no longer access the insulin pump menu because the right button was indented in. The blood glucose level of the customer was 256 mg/dl. The customer was advised to discontinue use and revert to a backup plan. The insulin pump is being returned for analysis.

Manufacturer narrative:
The insulin pump was received in no manufacturing mode noted. The insulin pump was received with dented button/keypad overlay, partially broken reservoir tube lip and missing reservoir tube retainer. Unit had intermittent buttons response due to flattened right arrow button dome switch.